Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found within specification in relation to the customer reported system error 345 which was not reproduced. A review of the event history log identified system error 345. Evaluation found the upstream and downstream thermistors were with is specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no patient involvement. The event occurred during biomedical function check at the biomedical service department. No additional information is available.